Event description:
The affiliate alleged a customer reported a positive biological indicator (bi). Most of the items in the load were recalled except for two. No information was given regarding of potential patient injury. The unit is run two times a day. It was reported that there was no problem in the load's contents and capacity and, the cs handling method. The hospital executed the empty cycle run and the biological indicator (bi) was negative.

Manufacturer narrative:
Suspected positive bi.